Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The device is included in the correction notice issued by abbott on 06 sep 2022 for clips not being able to establish final arm angle (efaa) and/or clip opening while locked (cowl) with the mitraclip and triclip delivery system(s).

Event description:
This is filed to report the clip opening while locked. It was reported a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with a grade of 4. An xtw clip was advanced to the medial side of a2/p2, the leaflets were grasped and the clip was deployed. During detachment of the clip from the clip delivery system it was noted that the clip relaxed approximately from 20 degrees to 30 degrees. The clip remained stable and intact on both leaflets. Two more clips were placed in the valve to reduce the residual mr. The mr was reduced to grade 2.. There was no patient consequences or clinically significant delay. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The investigation was unable to determine a cause for the reported clip opened while locked (unintended movement). There is no indication of a product issue with respect to manufacture, design or labeling. The device is included in the correction notice issued by abbott on 06 sep 2022 for clips not being able to establish final arm angle (efaa) and/or clip opening while locked (cowl) with the mitraclip and triclip delivery system(s).